Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the balloon was not folded, indicating exposure to positive pressure. A longitudinal tear was observed in the balloon material, measuring approximately 18 mm in length. The tear extended from approximately 3 mm proximal to the proximal marker band to approximately 13 mm distal to the proximal marker band. Examination of the device tip showed no evidence of damage. Visual and tactile inspection of the shaft identified no kinks, deformation, or damage. Both marker bands were intact, undamaged, and securely present on the shaft.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left forearm shunt. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient adverse event was reported, and the patient condition was good post-procedure.

Manufacturer narrative:
D2b: pro code: fge, lit. G4: premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left forearm shunt. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient adverse event was reported, and the patient condition was good post-procedure.